Event description:
It was reported to boston scientific corporation that during the procedure, the tip of autotome rx sphincterotome device kinked and split. According to the complainant, the device was replaced with a jagtome rx sphincterotome device and the procedure was completed with no patient complications. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.